Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
In the initial MDR submitted, date received by manufacturer was populated with an incorrect date of 07/17/2017. The correct aware date is 07/30/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens remains implanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had symfony intraocular lenses implanted into both eyes. A zxr00 21.0 diopter was implanted into the right eye on (B)(6) 2016. The patient sees clearly near intermediate and distance with the left eye, but in the right eye, the patient sees double / triple at all distances with only slight partial clarity at very near distance. These symptoms occurred right after surgery and affect the patient's regular activities. A yittrium-aluminum-garnet (yag) laser was performed. A lens repositioning was performed on (B)(6) 2017, to try and clear the vision. There was no improvement. The doctor reported the lens was slightly displaced. Currently, the lens is slightly still displaced and dr. (B)(6) recommends a removal and replacement using a traditional lens, but the patient desires to have another reposition which is scheduled for (B)(6) 2017. The doctor recommended repositions slightly more nasal. No additional information was provided.